Event description:
Event description guidant received information that this transvenous implantable lead oversensed low amplitude noise causing pacing inhibition. All lead impedances and measurements are within normal limits. Technical services discussed possible causes of the oversensing, including diaphragmatic oversensing.